Manufacturer narrative:
Evaluation: the device was returned in a used condition with the shaft separated approximately 45cm from the distal end of the strain relief with the wires exposed, but no elongation noted. The distal beacon tip was found accordioned. Based upon the information provided and the condition of the device, it appears resistance was encountered beyond its intended design. We can advise that the shaft of this catheter is inspected 100% to assure that it is free of damage, excessive bumps and roughness, and that the braided wires are not exposed prior to final processing.

Event description:
The distal end of the catheter separated into the patient during removal. A snare was used to retrieve the separated segment.